Event description:
It was reported that pump touchscreen was cracked illegible. There was no reported adverse impact to the customer¿s blood glucose level. Customer did not disclose an alternate method of insulin therapy.